Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the reservoir was leaking. When he removed the plunger they noticed the reservoir was leaking. Customer's blood glucose level was 156 mg/dl. The leak was past the second o-ring. The device was not returned.